Manufacturer narrative:
The investigation revealed that the device worked as expected and no malfunction of the device could be identified. Post incident testing of the monitor found alarms working per specification. Log files show several alarms for a vent fib/tach alarm at 16:08 which were immediately silenced by the user. No further investigation or action is warranted.

Event description:
The customer reported that on (B)(6) 2016 around 16:08 for bed (B)(4), a red alarm was generated but the audio for the alarm was not heard. The patient's scream alerted the nurses to the patient's v-tach event.